Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that in the case the site was unable to get communication between the navigation system and the imaging system. They rebooted the imaging system and they were able to establish a connection and proceed with the case. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Additional information: patient information received. Correction: initial reporter was surgeon (B)(6).

Event description:
New information: the procedure type was reported to be a posterior lumbar fusion and the delay to the procedure was stated to have been approximately three minutes of delay.